Event description:
It was reported that the patient arrived to the unit from the operating room (or) in unstable condition. Low left ventricular assist device (lvad) flow and low mean arterial pressures (maps) were noted. The patient was sent to the catheterization lab for right ventricular assist device (rvad) placement. This did not fix insufficient lvad flows so the patient was brought back to the or to rule out cardiac tamponade. A central lvad was placed and inotropes were initiated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section a1: patient privacy laws prohibit the release of private patient information. The patient's initials should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flows could not be confirmed as no log files were submitted by the account for review, and a specific cause for these events could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on hm3 lvas, serial number (B)(6), until (B)(6) 2022 when the patient ultimately expired. No product was returned for evaluation (reference MFR # 2916596-2022-10226). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14feb2022. The heartmate 3 lvas IFU and the heartmate patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including, bleeding, right heart failure, and pericardial fluid collection, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, under "anticoagulation", outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU ¿alarms and troubleshooting¿ provide information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.